Event description:
Related manufacturer reference number: 2017865-2022-02023. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular(rv) lead and atrial lead exhibited noise leading to noise reversions. The suspected cause of the noise was lead on lead abrasions between the rv and atrial lead. Programming changes were implemented. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-03020 new information noted a surgery occurred to address the noise. The right ventricular lead was capped and replaced on (B)(6) 2021. The physician suspected the noise was due to a faulty header on the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition.